Manufacturer narrative:
The complaint reported thermal issue is currently under the referenced CAPA investigation and has been verified by the returned device. No further post market lab investigation evaluation is required. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the pdm was overheating and started to melt.